Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead could not be implanted in the target area as it could not be moved into the desired vein. The lead was ultimately implanted and remains in use. No patient complications have been reported as a result of this event.